Manufacturer narrative:
Correction to b5: describe event or problem: added- it was noted that the device was difficult to remove from the sheath.

Event description:
It was reported that the balloon catheter was not fully deflating and became sheared, resulting in an additional intervention. This ranger global dcb otw 7.0 x 40mm, 135cm was selected for use in a right common iliac angioplasty procedure for in stent restenosis. The lesion was initially dilated with a non boston scientific balloon, then this ranger balloon was used for three minutes, reaching a burst pressure of 14 atm. The distal 10mm of balloon was not deflating completely. Several attempts were made to slightly reinflate then deflate the balloon without success. It was noted that the device was difficult to remove from the sheath. The sheath, wire, and balloon were removed together, leaving a buddy wire in place to retain access. Upon inspection, the balloon had sheared and the 5mm distal tip was partially caught in the femoral arteriotomy. The balloon procedure was completed, and the patient was transferred to the operating room to remove the portion of balloon material. They were admitted to the hospital following the procedure and were expected to fully recover. The product is expected to be returned.

Event description:
It was reported that the balloon catheter was not fully deflating and became sheared, resulting in an additional intervention. This ranger global dcb otw 7.0 x 40mm, 135cm was selected for use in a right common iliac angioplasty procedure for in stent restenosis. The lesion was initially dilated with a non boston scientific balloon, then this ranger balloon was used for three minutes, reaching a burst pressure of 14 atm. The distal 10mm of balloon was not deflating completely. Several attempts were made to slightly reinflate then deflate the balloon without success. The sheath, wire, and balloon were removed together, leaving a buddy wire in place to retain access. Upon inspection, the balloon had sheared and the 5mm distal tip was partially caught in the femoral arteriotomy. The balloon procedure was completed, and the patient was transferred to the operating room to remove the portion of balloon material. They were admitted to the hospital following the procedure and were expected to fully recover. The product is expected to be returned.